Event description:
In our evd drainage kit (item number 30203), there is a bracket that connects to our evd poles and holds the collection system. Sometimes when the customer is tightening the screw, they end up cracking the bracket which results in staff having to hang a new collection system (i.e. Opening the closed system and increasing risk for infection). A picture was provided of the bracket piece itself. No injuries reported.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). UDI number and serial number to be provided in a follow up report. The customer states sometimes they break their bracket when they tighten the screws. They have recently figured out a different workflow method, but they want to know if the bracket is able to be ordered separately vs. Ordering an entire new kit. Per customer's update: "the concern is not that the bracket is coming off of the pole or the system is coming detached. The bracket at times will crack when staff go to place the bracket on the pole or if they need to tighten the bracket. This is when we then have to take the entire system down and hang a new one. We were just trying to see if you all provided the bracket as an individual piece to prevent us from having to charge the patient for a new system." Manufacturing engineering provided confirmation the clamp is not sold individually. He also confirmed there are no recent design changes to the eds3 pole clamp. Engineer mentioned previous complaints regarding over tightening of the screws. Technical service have confirmed the complaint form and product were asked to be returned on march 15th. Acceptable risk associated with the complaint as per line 5.1 in doc-(B)(4) risk analysis spreadsheet - eds 3 external drainage system. Severity 11 - moderate risk. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not change.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). The serial no. Of the affected part was not provided by the customer. Four attempts were made to collect information from the complaint form. Requests were also made for the return of the affected product. 13-jun-2022: customer did not return the product, unable to confirm the failure. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving an incident rate of 0%. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Failure confirmed: no. Investigation result code:san diego /eds products/no return of device for evaluation. Closure rationale: complaint could not be verified, materials not returned for analysis. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
In our evd drainage kit (item number 30203), there is a bracket that connects to our evd poles and holds the collection system. Sometimes when the customer is tightening the screw, they end up cracking the bracket which results in staff having to hang a new collection system (i.e. Opening the closed system and increasing risk for infection). A picture was provided of the bracket piece itself. No injuries reported.